Manufacturer narrative:
The local area field representative was contacted for additional information regarding patient symptoms and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this pacemaker system met with the cardiologist for an office visit and had been symptomatic for approximately a week prior to presenting to the emergency room (ER). The patient was pacer dependent, and ventricular paced 93 percent. In november, a longevity estimate calculated that approximately four months remained on the battery. The patient had attempted a patient-initiated interrogation (pii) a few days earlier, and it was noted that remote monitoring data had not been transmitted since november. Recent device interrogation in-clinic revealed that this pacemaker had entered safety mode, and the pacemaker was explanted and replaced later than day due to safety mode. No additional adverse patient effects were reported. Product return was requested.